Manufacturer narrative:
The phacoemulsification machine and handpiece was examined and tested at the customer location by an amo field service specialist (fss). The fss also checked the customer¿s handpiece. The handpiece and unit passed checklist. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported corneal edema after cataract procedure using a phacoemulsification handpiece. A brief description of the event indicates the surgeon has had probably 14 patients experiencing edema at a one day post-operative exam. When the surgeon sees patients at a one day post op exam, they have more cornea edema than what is seen previously. Although several attempts were made for additional information, no further information was provided.

Manufacturer narrative:
The product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. The manufacturer record review showed that there were no issues or non-conformities all pertinent information available to the manufacturer has been submitted.